Event description:
Patient reported inserting a device into her vagina. Patient went to local medical clinic where a medical professional was able to remove the device with an instrument and without further incident.